Event description:
The patient reported that she went to the hospital a few days after her initial implant due to a rash that was burning and itching. She said her wounds didn't feel good. The patient was prescribed oral and IV steroids ta the ER as a result which helped. The patient indicated that she'd had a similar reaction to surgical glue for a different surgery. The surgeon indicated that the rash was nominal and was paired with bruising. He indicated that he was no significant issue and had resolved, but he wasn't the person who prescribed steroids. No further relevant information has been received to date.